Event description:
It was reported that a balloon rupture occurred. The 75% target lesion was located in the moderately tortuous and severely calcified distal part of left circumflex artery. A 10mm x 2.00mm wolverine coronary cutting balloon monorail was selected for use. During the first pressurization, it was noted that the balloon ruptured when inflation was performed up to 4 atm. The physician believed that the rupture was likely caused by calcification. The device was removed without issues. The procedure was completed with another of the same device. No patient complications reported.